Event description:
It was reported that an ilet user experienced high blood glucose of 344 mg/dl after entering a meal announcement with the intent to correct hyperglycemia, and the user was educated that meal announcements must not be used for correction. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education only, with no medical intervention or hospitalization. Investigation included a review of device use and user technique through troubleshooting and education. Investigation of this case revealed user error related to dosing behavior inconsistent with instructions for use, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.